Manufacturer narrative:
During power up, the unit displayed an "insert battery" message even after a new battery was placed into the battery compartment. After further review, there is mold on the battery spring at the bottom of the battery compartment. Plus there is mold on the battery board located underneath the battery compartment. Unable to perform the displacement, sleep current measurement, active current measurement, and self test due to the recurring error message. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side. The unit was received with a battery cap and the battery cap contacts were solidly attached to it even during testing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. Customer also stated crack on the battery compartment. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.